Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, the pacing threshold was not detectable. The sensing and impedance were stable. During fluoroscopy, it was noted that the helix had retraced back into the lead. The lead was revised successfully on (B)(6) 2018. The lead data were measured and found to be within normal ranges. There were no patient consequences.